Event description:
It was reported that "it displays an error in the defibrillation test". There was reportedly no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor and therapy pca. The therapy capacitor and therapy pca were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.